Event description:
It was reported that the device exhibited oversensing and was inappropriately storing atrial episodes of atrial lead noise as atrial arrhythmia. The patient was asymptomatic. No other anomalies were found. On (B)(6) 2017 the lead was capped and replaced. The patient¿s condition was stable before, during and after the procedure.